Event description:
It was reported by the clinician that the external pulse generator (epg) had no ventricular output. Therefore the device was replaced. The epg was returned for repair. No patient complications were reported as a result of this event.

Manufacturer narrative:
Further analysis was performed on the heart lead flex. This analysis confirmed the reported event as well as the findings found during servicing of the unit. The reported failures were caused by a continuity open on the vtip (ventricular tip output) signal path due to a cracked trace.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the reported event, the output flex was out of specification. It was also noted that the lower case was broken, the bail covers were broken, the battery contacts were compressed, the keyboard window was scratched and there is contamination by the 'off' key.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the clinician that the external pulse generator (epg) had no ventricular output; therefore, the device was replaced. The epg was returned for repair. No patient complications were reported as a result of this event.